Event description:
It was reported by the affiliate that during a laparoscopic gastric bypass procedure, when preparing the pouch of the stomach, the second cartridge did not fire well. A white piece of the cartridge fell off of the cartridge, the piece that moves the staples and knife forward; it did not fall into the patient. They could not open the stapler after firing. They took a new stapler and made the pouch smaller by firing left from the defect stapler. There was a five minute delay, a lot of stress. There were no adverse consequences for the patient. Additional information: was the device difficult to fire? No. How was the device removed from the tissue? Normal. During which stroke did the event occur? 3rd. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Gold. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). The ec60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device opened and closed without difficulties. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Event could not be confirmed as the device opened and closed without any difficulties noted. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.